Manufacturer narrative:
According to the description of the event, the corner of the ppsu slider of an acs® tibial connector broke off. The ppsu part was provided for an optical examination and the described error can be confirmed. One side of the product broke off. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. It was still possible to finish the surgery with the affected product. The manufacturing documents and the material certificates could not be checked as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the ppsu slider of the tibial impactor. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "a corner of the ppsu slider broke off. Implantation could still be performed successfully." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished with the product in question. Follow-up: implantcast gmbh was provided with the affected product on 04/24/2025.

Manufacturer narrative:
According to the description of the event, the corner of the ppsu slider of an acs® tibial connector broke off. Neither the tibial impactor nor the ppsu slider were subjected for an optical examination. Since there are also no pictures available, no optical examination could be performed. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. It was still possible to finish the surgery with the affected product. The manufacturing documents and the material certificates could not be checked as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the ppsu slider of the tibial impactor. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "a corner of the ppsu slider broke off. Implantation could still be performed successfully." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished with the product in question.